Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event, implant date: estimated dates. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. All available information was investigated and a definitive cause for delayed activation of the clip could not be determined. The reported slda were due to challenging patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling the other additional devices referenced are being filed under a separate medwatch report number.

Event description:
This is being filed to report clip deployment difficulty, single leaflet device attachment/slda, and medical intervention. It was reported through a research article identifying a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted coronary artery disease, moderate aortic stenosis, atrial fibrillation, hypertension, and moderately reduced left ventricular systolic function. The first clip delivery system (cds ¿ clip one) was advanced to the mitral valve, and the clip was placed; however, there was difficulty grasping due to pre-existing flail. The clip was deployed in the a2/p2 position, reducing mr. Then a second clip (clip two) was placed in the lateral position, and the clip was deployed. However, upon clip deployment of the second clip, both the first clip and the second clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr back to 4. Reportedly, clip one and clip two had clip deployment difficulties. A third clip (clip three) was deployed to stabilize the slda of clip one and clip two, reducing mr. Three clips were implanted, reducing mr to 1. Approximately six weeks later, the patient returned with chest pain, myocardial infarction, shock, hypotension. Imaging revealed that clip three became completely detached resulting in tissue damage. Both slda clips were still partially detached from one of the leaflets. It was suspected that the clip three had partially detached from the posterior leaflet initially. The patient was emergently intubated and transferred to the laboratory. The patient had bradycardia which was treated with a temporary pacemaker. Initial attempts to snare the dislodged clip were unsuccessful. The clip had embolized from the ostium of the right coronary artery (rca) to the cusp of the rca. A 25mm gooseneck snare was introduced, and the clip was successfully snared to the right common femoral artery. A surgical cut-down was performed, and the clip was retrieved. The patient developed sustained ventricular tachycardia requiring defibrillation. An intra-aortic balloon pump was placed for hemodynamic stabilization and the patient was admitted to the intensive care unit with severe mr and a small atrial septal defect. The patient was experiencing heart failure symptoms. The patient went into cardiogenic shock and multi-organ failure and died two days later. Specific patient information is documented as unknown. Details are listed in the attached article, titled "late mitraclip embolization a new cause of st-segment¿elevation myocardial infarction¿no additional information was provided.